Event description:
It was reported that during a lavh procedure, when the device was activated on tissue, the jaws would not grasp the tissue. It would pull away from the tissue. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The device grasp the test media and cut with no anomalies observed. The clamp function worked as intended.